Event description:
It was reported that during a coronary stenting treatment procedure, there was difficulty crossing the lesion; however, analysis completed on 01/16/2008, stent damage was discovered. The lesion being treated was a 4.0mm, 70% stenosed, with moderate tortuosity located in the mid right coronary artery (mid rca). The physician attempted to place a 4.00x24mm taxus liberte' monorail stent in the target lesion. The stent was unable to cross the lesion. The stent was removed and analysis determined there was stent damage. No pt complications were reported. Pt status reported as "stable."

Manufacturer narrative:
The exact cause of the initial difficulties experienced by the physician during the attempts to cross the lesion with this device is unk. Visual examination of the returned device found that the stent was pulled distally on the balloon. The proximal edge of the stent was positioned approx 13 mm distal to the distal edge of the proximal markerband. A clear impression of where the stent was crimped onto the balloon was visible. A stent strut in the ctr of the stent was raised. This type of damage to the stent is consistent with the stent getting caught on a foreign object during withdrawal rather then a restriction occurring during insertion. There was no traces of contrast media present inside the device. The recommended of 0.014 inch guidewire was inserted through the wire lumen with no restrictions noted. This device was found to meet bsc design and MFR specification at the time of its release. The most probable root cause for this complaint will be categorized as operational context because performance was limited due to anatomical/procedural factors encountered during the procedure.